Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered during thawing. There have been no reported negative clinical consequences for the patient at this time. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(6). A follow-up report will be submitted upon receipt and evaluation of the sample.

Event description:
This is a report received on (B)(6) 2011, regarding a cracked cryocyte bag. The crack was detected when the frozen bag was removed from the cassette (date unknown). A back -up product is available, therefore the defect has no negative consequences for the patients treatment. Additional information has been requested from the customer. The bag is still frozen and available for investigation if required. A photo of the cracked bag has been provided by the customer. Additional information received by baxter (B)(4) on (B)(6) 2011: the bag was filled on (B)(6) 2011 with 60ml of apheresis blood stem cells. The bag was removed from an aluminum cassette on (B)(6) 2011 where it was identified to be ruptured. The cells were intended for patient use. The disposition of the cells following the break is that they have been frozen again. The viral markers came back as negative. There was no impact of the break to the patient because there were enough other portions of cells available. The patient received the intended dose. The cells from the broken bag were not infused to the patient. Two seals with a hemotron were used to seal the donor tubing. A freezing press is not used. The bags are cooled at a controlled rate in the freezer before they are placed in the final storage temperature of less than -140c. The bags are frozen/stored in medical cassettes. No overwrap is used. The bags are always stored and transported in the vapor phase. The thawing protocol includes the bag being removed from the dry shipper by using an appropriate ripper. The technician opened the metal cassette and saw the break across the bag.

Manufacturer narrative:
(B)(4). The complainant reported a cryocyte bag rupture that was detected when the frozen bag was removed from the storage cassette. The sample was received at baxter (B)(4) for evaluation. Visual inspection of the complaint sample by baxter (B)(4) observed a crack along the hanger slot and up towards the center of the bag. This complaint was confirmed by baxter (B)(4). Batch record review found no exceptions or deviations were documented during the manufacturing of lot h08l05015. All units are 100% pressure tested and visually inspected prior to sterilization. The root cause has not been determined. This is the first reported complaint of this nature for this product lot. The reported cryocyte bag rupture is consistent with breakage investigated in a corrective and preventive action record ((B)(4)). The lot reported was manufactured before corrective actions were implemented. (B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B)(4) was closed on (B)(4) 2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This product is end of life. This complaint will be kept on file for trending purposes.